Event description:
Boston scientific received information that this previously surgically abandoned left ventricular lead was going to be re-introduced into service when the acute lv lead was removed from service for increased thresholds. However, the lead broke during the attempt to re-employ and needed to be surgically abandoned again.

Manufacturer narrative:
To date, this lv lead remains surgically abandoned and unable to be re-employed for service. There were no reported adverse patient effects.